Event description:
It was reported that the pump was dropped, and the patient line became disconnected. Customer's blood glucose level was approximately 146 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.